Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer couldn't interrogate. It was indicated that the radio frequency head cable was out of specification. It was also indicated that the cooling fan was noisy. The programmer was returned for service. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to interrogate. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.